Event description:
It was reported during a surgery "aculoc 2 case - two of the new style 1.5 drivers broke during insertion of 2.3 locking screws into distal radius plate. The torque limiting driver was used with the driver tips. Caused a few minute delay. Patient was stable." The surgery was completed. There were no adverse patient consequences reported. This report is related to report numbers 3025141-2023-00615 and 3025141-2023-00616 for the other drivers involved in this event.

Manufacturer narrative:
The reported driver mini-ao torque limiting driver, 10inlb (part number 80-1008) was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the driver is unknown. However, manufacturing and inspection records were reviewed, and no anomalies were found for the 1st 1.5mm hex driver tip, locking groove (part number 80-0728, lot number 593243). The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, the root cause could not be determined.